Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer felt resistance when pushing down on the plunger to introduce insulin into the cartridge. Reportedly, the customer believed a piece of the cartridge septum may have been introduced into the needle tip. A new cartridge was loaded resolving the issue. Additionally, it was reported an occlusion alarm occurred. Reportedly, a supply change was performed to address the issue. Blood glucose level was 297 mg/dl.